Manufacturer narrative:
E1: patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in egypt it was reported that patient faced adhesive issues with infusion set on 12-june-2024. The infusion set was inserted in abdomen. No further information available.